Event description:
Customer called to report the pump's driver arms were disconnected from the driver block, and later arms were snapped back onto the driver block. Troubleshooting was performed. Device passed the test. Unit was not dropped, bumped, or exposed to moisture.